Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s cousin patient reported that the patient experienced a skin reaction when removing the sensor 8 days after it had been inserted. Prior to insertion the patient had cleaned the area as instructed. She stated that she is in the water a lot because of the shower and the pool. Upon removal of the sensor she noticed an infection at the abdominal insertion site, with a hole where the wire came out. She went to urgent care where they prescribed unspecified 'really strong' antibiotics. After that she was cleaning the area with peroxide, applying bacitracin, and covering the site with a bandage. At the time of contact the site was still healing. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.